Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of this mhv 505dm26 ap360 mechanical valve, it was observed that one of the valve leaflets lacked mobility. An attempt was made to adjust the leaflet angle, but the leaflet immobility persisted. The valve was explanted and replaced with a valve of the same size and model. No patient complications have been reported as a result of this event.

Event description:
Additional information was received that reported leaflet motion was tested with the blue actuator, and the valve was rotated within the annulus in attempt to obtain appropriate leaflet motion. It was further reported that this is not a case of patient prothesis mismatch, as the physician believes there was a product defect. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b.5: event description medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.